Event description:
The distributor reported to olympus on behalf of the customer, the screen of the endoeye flex deflectable videoscope became a ¿sandstorm¿ during operation. The user turned the power on and off, but it did not resolve the image issue. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be reproduced. The no image occurrence was likely due to a sporadic failure. During the device evaluation it was observed that the video connector was cracked due to external factors. It was also observed that the curved pipe blade was broken due to external factors. Also, the adhesive of the curved rubber was missing. Lastly, scratches were observed on the following unit components due to external factors: the operation part, the grip, the up-down plate, switch 1, video connector, light guide connector, light guide cover glass and, on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 6 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the quality data trending & analysis and monitoring was performed and found no deviations. The root cause of these events could not be determined however, based on the results of the investigation, it is likely that one of the following led to the malfunction: failure of the image sensor unit, defect of the inner board of the video connector or the system may have caused the event. During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use however, the details of the inspection are unknown. The reported issue occurred during a therapeutic total laparoscopic hysterectomy procedure. The procedure was subsequently completed with an unspecified similar device, with no delays. Olympus will continue to monitor the field performance of this device.